Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that a generator error code was being presented by the imaging system. To resolve the reported issue, the fluoro power control board for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power control board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to perform fluoro image acquisitions and that the system was beeping continuously. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: initial MDR was submitted in error as a duplicate of 1723170-2017-02717.